Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the hospital for a cancer procedure. Upon interrogation, the right ventricular lead exhibited a loss of capture and a decrease in r-wave sensing amplitude. The device was reprogrammed and the patient would continue to be monitored.